Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sterile packaging of three (3) clearlink intravenous (IV) access valves was broken. The break in the sterile packaging was discovered prior to patient use of the device. There was no patient involvement. No additional information is available.